Event description:
It was reported that this pacemaker system was explanted due to infection. A new device system was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.